Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No battery out limit alarms noted. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 246 mg/dl. The customer reported that there is crack on battery compartment. The customer stated that the damage occur while changing battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 246 mg/dl. The customer stated that there is missing pieces where the battery cap meets the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was 246 mg/dl. The customer was advised to monitor pump.